Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not been running since february and that it ¿it had not been working for a while.¿ the patient stated that everytime they turned on the ins it shocked them ¿all over.¿ it was noted that the patient had ¿a lot going on socially¿ and had not followed up as they should have. The patient initially did not have a physician but then was able to be referred to a new physician to evaluate the device issues but could not be seen until (B)(6) 2015 because they are considered a new patient. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3708320, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-45, lot # v541118, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).